Event description:
The customer reported via phone call that she had a transmitter that was not charging. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer noticed that the lights weren't flashing on the transmitter. Customer reported that the transmitter does not blink when it is connected to the sensor. Customer cannot charger her transmitter. Customer will call back.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.